Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient experienced communication errors during both activation and operation across seven pods and subsequently ran out of pods. Symptoms reported include thirsty and headache. The patient was treated with vial insulin and syringes. The patient was discharged on the same day. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1. Operating system: 26.1. Hardware: iphone15.3. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.